Event description:
It was reported that the customer was requesting a log file analysis for the patient. They did not initially have the log files because the patient passed away at a non-lvad hospital. Technical services reviewed the log files and observed the following: the event log file contained normal data between (B)(6) 2021 at 9:15am to (B)(6) 2021 at 10:45am, on (B)(6) 2021 at 11:23am onset of low flow, on (B)(6) 2021 at 12:04pm driveline disconnected, on (B)(6) 2021 at 12:36pm controller shut off. The periodic log file only contained one notable alarm between (B)(6) 2021 and (B)(6) 2021, which was a low flow alarm on (B)(6) 2021 at 11:42am. The customer additionally reported that it appeared that something had happened, likely arrhythmia, the night before with pi dropping from 5.5 to 2.5 sharply. At that time, the patient reportedly collapsed and the family called ems. The morning after, around 10:30am, there was an additional event with flow and power drops due to a possible suction event caused by prolonged ventricular tachycardia that lead to right ventricle failure. Technical services noted that the pi dropped down to 2.3 on (B)(6) 2021 at 23:42:49 and remained fluctuating between 1.9-4.1. The patient's low flows began on (B)(6) 2021 at 11:23:29 and continued to drop until reaching 0.8 lpm when the driveline was disconnected at 12:04:08. When the low flows began, the power began to drop as well.

Manufacturer narrative:
Main investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The account submitted log files for review. The system controller event log file contains data from (B)(6) 2021 at 9:15:38 through (B)(6) 2021 at 12:04:08. Low flow events were captured throughout the log file from (B)(6) 2021 at 11:23:29 through 12:03:56. Per design, when the flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Some of the events lasted over 10 seconds, and low flow alarms were flagged. Transient pi events were observed throughout the log file, resulting in momentary decreases in speed per design. Beginning on (B)(6) 2021 at 12:04:08, the driveline was disconnected triggering associated alarms and the pump was shut off. The controller was powered back on (B)(6) 2021 at 12:32:28 due to data retrieval. The patient expired on (B)(6) 2021 due to cardiac arrest. The heartmate 3 lvad, serial number (B)(6), was retained by the hospital. The heartmate 3 lvas IFU lists right heart failure and cardiac arrhythmia as adverse events that may be associated with the use of heartmate 3 lvas. The IFU explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and notes that changes in patient conditions can result in low flow. This IFU, as well as the patient handbook, describes all system alarms and the recommended actions associated with them. Heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. This IFU lists right heart failure, cardiac arrhythmia, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system in section 1, ¿introduction¿. Additionally, although a specific cause for the reported cardiac arrest was not provided, the IFU also lists myocardial infarction as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system in section 1, ¿introduction¿. The section entitled ¿system monitor¿ explains that the low flow hazard alarm is triggered when pump flow is less than 2.5 lpm, the pump has stopped, the pump is not operating properly, or the driveline is disconnected from the system controller. Changes in patient conditions can result in low flow, such as hypertension. The section entitled ¿alarms and troubleshooting¿ explains all system alarms and the recommended actions associated with them. This document also explains that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events, and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. If the system detects a pi event, the pump speed automatically drops to the low speed limit and slowly ramps back up at a rate of 100 rpm per second to the fixed speed setpoint. This drop in speed is accompanied by a reduced pump flow. There are no audible alarms with a pi event. The heartmate 3 lvas patient handbook, rev. C, is also available. The section entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document patient the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 12aug2020. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away due to cardiac arrest. Of note, the event occurred at an outside non-vad hospital. Additionally, it was reported that the patient was found unresponsive at home on (B)(6) 2021. The patient was taken to the hospital where the patient was pronounced dead upon arrival. The patient was brought in for cardiac arrest, but was unresponsive and cold to the touch. The lvad was alarming and their pupils were fixed and dilated. No further interventions were undertaken.